Event description:
The start and end dates of baclofen intrathecal treatment were (B)(6) 2013, respectively.

Event description:
It was reported that the patient experienced increased pain at hip and left leg and there was a kink in the catheter, lumbar portion. Catheter access port (cap) dye study done (B)(6) 2013, results were ¿sluggish but no leak noted.¿ examination/palpation on (B)(6) 2013 the patient complained of pain following a fall. The catheter was removed (B)(6) 2013 and disposed of according to biohazard instructions by the customer. It was noted that the event was not related to device or therapy and was ¿unlikely¿ related to implant procedure. The therapy/infusion rate was suspended (B)(6) 2013. It was noted that the pump was electively removed (B)(6) 2013, it was noted that the removal was ¿not event¿ and was disposed of according to biohazard instructions. It was noted that the pain improved after removing the catheter but the patient wanted to remove the pump and not replace the catheter. Outcome as of (B)(6) 2013 was noted as resolved without sequelae. The device system was used to infuse dilaudid and baclofen. 2013 (B)(6) (ispr/rep/hcp/study) document contained no new information. 2013 (B)(4), (ispr/rep/hcp/study) document contained no new information. 2013 (B)(4), (ispr/rep/hcp/study) document contained no new information.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Additional information received on 22-mar-2017 from a legal firm indicated catheter failure and delivery failure had occurred. The patient experienced pain and had been hospitalized. On (B)(6) 2012, the catheter was found to be sluggish. Conflicting implant date of (B)(6) 2010 was noted. Surgery occurred. No further complications were reported/anticipated.